Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was removed due to infection. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted the patient reported the development of a "blister" over the device pocket. The patient presented for pocket evaluation, which revealed a well healed scar with a small round erythematous fluid filled vesicle at the medial edge of the incision. The site was nontender and without drainage and without warmth. The patient was started on doxycycline and augmentin, however, vesicle did not resolve. It was further reported the patient developed large pocket hematoma requiring packed red blood cells (prbc) transfusion.